Event description:
In 2008, it was reported to boston scientific corp that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, the prolieve thermodilatation system had a low water level water error message during the procedure. The physician completed the procedure. The pt's condition was reported as "fine." Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, completed in 2009, revealed an MDR-reportable malfunction of physitemp out of tolerance. This MFR report is submitted based on the evaluation results.

Manufacturer narrative:
Visual examination revealed damaged exterior hardware that was replaced. Functional analysis of the returned prolieve thermodilatation system revealed that heat exchanger plate 2 failed and physitemps 1, 3, 4 were out of tolerance. The thermoelectric module peltier chips and physitemp module were replaced. The prolieve thermodilatation system then passed all tests and operated properly. The complaint was not confirmed as the MFR was unable to duplicate the reported event.